Manufacturer narrative:
(B)(4). Device product code: (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the impactor broke during impaction. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Cmp-(B)(4). This follow-up report is being submitted to relay additional information. Updated: b4, b5, g3, h2, h3, h6 reported event was confirmed by visual examination of provided photograph. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Visual examination of the provided photo identified the impactor pad was fractured. This device has a potential field age of 5+ years with an unknown number of uses. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.